Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. Evaluation summary: the reported condition of a colleague infusion pump with a bad main board was confirmed by baxter personnel during product evaluation. The root cause was not identified. The device was returned unrepaired. There were no upgrades/repairs performed on this device. Service was unable to verify functionality of the device due to estimate refusal by customer. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "main board is bad". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up while in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.